Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 266 mg/dl, 206 mg/dl and 74 mg/dl when all tests were performed within 10 minutes on the voicemate advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.